Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was due to a break in aseptic technique further described as a touch contamination. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the event. On an unknown date, the patient began treatment for the peritonitis with an unknown antibiotic (dose, route, and frequency unknown) and at the time of this report, antibiotic treatment was ongoing. On an unknown date the patient recovered from the peritonitis event. On an unknown date in the same month as onset, the patient was re-trained in proper aseptic technique. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.